Manufacturer narrative:
A complete lead was returned in one piece with a stylet inserted and was measured to be 58.5 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the lead could not fix the patient's myocardial intima. The physician alleged malfunction on the lead. Another lead was used. Patient's condition was stable.